Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding no video display, involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 206 found quality inspection procedures successfully passed. Complaint history: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding no video display on monitors for pn 204000. There have been (B)(4) complaints related to no video display. Conclusion: the session and log data from the case was reviewed. An analysis of the arm errors/warnings, application errors/warnings, installation log, and referenced gsp case was completed. Based on the analysis, there are no indications of a software malfunction. Gsp case (B)(4) , the event could not be duplicated, however the guidance module computer was replaced as a precaution. No system defect or malfunction is suspected.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the mako system's display screens both went completely blank. The tech support performed troubleshooting activities, the scrub tech successfully rehomed the rio without breaking the sterile field. There was a case delay of less than 15 minutes. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the mako system's display screens both went completely blank. The tech support performed troubleshooting activities, the scrub tech successfully removed the rio without breaking the sterile field. There was a case delay of less than 15 minutes. The outcome of the case was successful.